Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated two pump reboots following a cs 064 and a cs 078 call service alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked. A leak test was performed and confirmed a display lens leak. The pump case was removed and corrosion due to moisture was found under the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the pump powered off after emitting a call service alarm. The reporter was initially unable to power the pump on, however the pump did eventually power on. The reporter also stated that the pump casing was cracked near the battery compartment and moisture ingress was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.